Event description:
The device was returned for a downstream air sensor failure. Set ID and bubble detector assembly were found to be failing during diagnostic testing. Unit would be giving false air in line errors when cassettes were inserted. Unit also failed admin set ID functional testing by finding air where it should not have. No other damage was found. Set ID will be replaced during repair process.

Event description:
The following has been reported: biomed reported: cassette contains air. Customer stated the patient involvement and active infusion is unknown. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.